Event description:
It was reported that the patient presented in the operating room for an implant procedure. During the procedure it was noted that the atrial lead exhibited capture and sensing issue. The physician attempted to reposition the lead. After multiple attempts the helix could not be retracted. The lead was not used and replaced. The patient condition was stable with adverse consequences.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.